Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable wires were exposed. Customer was sent a replacement cable. There was no reported adverse impact to the customer¿s blood glucose level.